Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: without further information, the liberty select cycler can be excluded as the cause of the patient¿s reported infection and hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
It was reported that this peritoneal dialysis (pd) patient was in the hospital. The patient had an infection due to dialysis. No further details were provided. Attempts to obtain additional information were unsuccessful. The reported event did not specify the type of infection. It is unknown if it is a catheter related infection such as an exit site or tunnel infection. It is unknown if the patient was diagnosed with peritonitis. Additionally, the infection could be unrelated to pd therapy as initially reported.

Event description:
It was reported that this peritoneal dialysis (pd) patient was in the hospital. The patient had an infection due to dialysis. No further details were provided. Attempts to obtain additional information were unsuccessful. The reported event did not specify the type of infection. It is unknown if it is a catheter related infection such as an exit site or tunnel infection. It is unknown if the patient was diagnosed with peritonitis. Additionally, the infection could be unrelated to pd therapy as initially reported.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.